Event description:
It was reported that the balloon burst. A 5mm x 200mm, 150cm ranger drug-coated balloon was selected for use in a percutaneous transluminal angioplasty procedure. The 90% stenosed target lesion with serious calcification was located in the superficial femoral artery. Pre-dilation was performed. During the first inflation, the balloon burst at 6 bar. The balloon was removed successfully from the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Event description:
It was reported that the balloon burst. A 5mm x 200mm, 150cm ranger drug-coated balloon was selected for use in a percutaneous transluminal angioplasty procedure. The 90% stenosed target lesion with serious calcification was located in the superficial femoral artery. Pre-dilation was performed. During the first inflation, the balloon burst at 6 bar. The balloon was removed successfully from the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Corrections: d4 lot number and expiration date. Device eval by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported rupture.